Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the injector exhibited with foreign stains stuck inside the sheath from the distal end area. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign stains and a blue color fluid was found inside the sheath, but the type of the material cannot be identified. It is presumed that the product was used for a procedure and the foreign stains were a result. However, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual contains the following descriptions, and it warns against this event. (Gk6631 rev.11) ·when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ·insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. ·stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor field performance for this device.